Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during routine dialysis session, leakage was observed at the hub of the catheter, the dialysis was stopped and a new catheter with similar model number was inserted and used to complete the dialysis session successfully. There was no blood loss. The catheter was not repaired. Betadine and chlorhexidine were the cleaning agents used on the device. Tego was not utilized and there was no luer adapter issue. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 7 days after catheter insertion, during routine dialysis session, leakage was observed at the bifurcate/hub of the catheter, the dialysis was stopped and a new catheter with similar model number (same lot) was inserted on the day of the event and used to complete the dialysis session successfully. There was no blood loss. The catheter was not repaired. Betadine and chlorhexidine were the cleaning agents used on the device. Tego was not utilized and there was no luer adapter issue. The insertion site was treated with betadine prior to product placement. They utilized neosporin as the ointment at the exit site and 3m tegaderm as the wound dressing. The cleaning agents were allowed to dry thoroughly prior to dressing the area and prior to applying ointment to the area. The patient was not responsible for any type of catheter maintenance. The cleaning agents never switched over the life of the catheter and never mixed. The site never used sepsiderm to clean the catheter. No protocol change for cleaning agents used r ecently. The patient themselves was not using any type of cleaning agent or antibiotic on the catheter. No other products being utilized with the device. Flushing was done successfully prior to use. No other intervention/treatment required as a result of the leakage. No other defects/damages found on the product where the leak observed. Nothing unusual observed on the device prior to use. There was no patient injury.